Event description:
While using expired pads, the subject was not resuscitated. (B)(4).

Manufacturer narrative:
ECG and internal memory were reviewed for this incident. Conclusion: insufficient pad contact. Device labeling, (instructions for use and voice prompts) provide methods for resolving this issue.